Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2024 by the archives of orthopaedic and trauma surgery, titled ¿convertible glenoid replacement in the anatomical total shoulder arthroplasty: medium-term results". The study reviewed thirty-nine (39) patients who underwent anatomic total shoulder arthroplasty (atsa), using eclipse (arthrex) and universal glenoid (arthrex), to address primary glenohumeral osteoarthritis. During the seventy-one (71) month follow-up period, one (1) patient experienced breakage of a peripheral locking screw leading to revision. Source: habermeyer p, rapaport j, raiss p, magosch p. Convertible glenoid replacement in the anatomical total shoulder arthroplasty: medium-term results. Archives of orthopaedic and trauma surgery. 2024:1-10.